Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis in (B)(6) 2025. The patient's blood glucose levels rose while wearing the pod. They stated their phone memory was full; they were advised to delete and re-install the application. Following this, the they could not get the omnipod system to function. The symptom reported was vomiting. The patient was admitted for two days. No further information was provided.